Event description:
It was reported that the gastric sleeve procedure went perfect and no anomalies were noted. Forty-eight hours after the surgery they had to re-operate urgently because of an internal bleeding. The blood loss is estimated to be around one liter. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current patient status. Stable. What color of cartridges were used throughout the procedure. Blue and white. The following information was requested, but unavailable: was buttressing being used? If yes, was it used on each firing? Were there any issues with device performance in the first procedure? If yes, please explain. Was the patient on anticoagulation therapy prior to surgery? Where was the bleeding? How was the bleeding addressed?